Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 49 mg/dl. No bg meter comparison value was reported. The patient self-treated by drinking a soda. After treatment, the patient felt sick and lightheaded. The patient went to the emergency room for evaluation. At the ER, the patient¿s cgm was reading 49 mg/dl and the bg meter was reading 502 mg/dl. The patient was treated with IV fluids and insulin. The patient was discharged home after approximately three hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid at the ER. No additional patient or event information is available.